Event description:
Procedure type: vascular. According to the reporter: according to the operating room nurses statement when the device is clamping and when retrieved, it cuts the vessels. The surgeon when mobilizing the mammary arteries, using the automatic clips, cut into one of the collaterals and it was necessary to suture with prolene stitch. The situation was recurrent when mobilizing the other mammary artery. In this case the surgeon used clips in the automatic applier of a brand that is seldom used in the operating room. The jaws did not cross. The clip did not appear to be scissored. There was unanticipated tissue loss as a result of this problem. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).